Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2013. Concomitant product: 6947m implantable tachy lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead impedance started fluctuating shortly after implant and has steadily trended upwards. It was also reported that there were noted non-physiologic sensing on the atrial channel and it is suspected that the ra lead pin is not fully seated in the device connection. The ra lead will be revised. The ra lead and device remains in use. No patient complications have been reported as a result of this event.